Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicone boot fell off of the vasoview hemopro device into the patient's leg; the piece was retrieved. The device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and slightly evidence of blood. A visual inspection determined that a 2 or 3 mm piece of the silicone boot on the cold jaw was dislocated from its original location and returned. The boots displayed evidence of heart related damage consistent with activation of the device while the jaws are in direct contact. While we were unable to conclusively determine the root cause, this problem is consistent with an improper insertion of the tool into the cannula. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).